Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, failure to capture was observed on the right ventricular (rv) lead. The cause of the event is due to a rv lead damage which was confirmed with diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During an in-clinic follow-up, failure to capture was observed on the right ventricular (rv) lead. The cause of the event is due to a rv lead fracture which was confirmed with diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was stable.